Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving multiple m31 air detected in cassette warning alarms that occurred during fill 1 of 5 of treatment. Fluid was not seen at the time of the alarms. The patient was assisted with cancelling treatment and re-setting up with all new supplies. During step 10 power down cycler, the patient requested for assistance on how to dry the water on the inside of the cassette door. The patient allowed the cycler to air dry. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient completed treatment using the cycler and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The patient continued to complete - step 10 power down cycler before calling customer support for assistance on how to dry the cycler and cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using the cycler on the night of the reported event. The patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported receiving multiple m31 air detected in cassette warning alarms that occurred during fill 1 of 5 of treatment. Fluid was not seen at the time of the alarms. The patient was assisted with cancelling treatment and re-setting up with all new supplies. During step 10 power down cycler, the patient requested for assistance on how to dry the water on the inside of the cassette door. The patient allowed the cycler to air dry. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient completed treatment using the cycler and when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The patient continued to complete - step 10 power down cycler before calling customer support for assistance on how to dry the cycler and cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using the cycler on the night of the reported event. The patient resumed treatment using the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.